Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient had enterococcal bacterial infection. No additional adverse patient effects were reported. The pacemaker was returned for analysis. The pacemaker was explanted. Additional information received from product investigation observed premature battery depletion of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the returned product was not able to provide relevant information for the infection related allegations. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection. Reportedly, the patient had enterococcal bacterial infection. No additional adverse patient effects were reported. The pacemaker was returned for analysis. The pacemaker was explanted.